Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response due to corroded keypad traces. There was no button error alarm, ramping numbers on their own or scrolling bar moving anomaly. The pump had a cracked lcd window top corner along the case corner near the display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that they received a button error alarm. The customer's blood glucose was 8.5 mmol/l at the time of incident. The customer stated that the numbers are ramping without input and the keys may be damaged. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump was returned for analysis.